Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's explantation has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2022 the mentor failure analysis lab has received the device for evaluation. Patient also experienced bilateral capsular contracture baker ii. Patient was replaced with two 500cc mentor breast implants. The investigation of the returned device was completed by the failure analysis lab on august 12, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 5.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, mentor became aware that patient had an explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was a female patient that underwent breast surgery with two 400cc mentor memorygel breast implants experienced bilateral rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.